Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported per patient¿s medical records that on (B)(6) 2011, the patient presented with the following preoperative diagnosis: l2-s1 degenerative disk disease, scoliosis, and lumbar stenosis. She underwent the following procedures: neuromonitoring with free running emg, fluoroscopic interpretation. Extracavitary approach to the lumbar spine, l4-5 anterior discectomy, l4-5 interbody fusion with cage and demineralized bone matrix, l3-4 anterior discectomy, l3-4 interbody fusion with implantable cage and bone morphogenic protein, l2-3 anterior discectomy, l2-3 anterior interbody fusion with implantable cage and bone morphogenic protein. 2. Posterior approach to the lumbar spine, s1 l5 laminectomy, l4 decompression and foraminotomy, l5-s1 diskectomy, l5-s1 interbody implantable cage and demineralized bone matrix, l2-s1 segmental instrumented fusion, l2-3 posterior lateral fusion, l3-4 posterior lateral fusion, l4-5 posterior lateral fusion, l5-s1 posterior lateral fusion with autograft from the same incision, neurostimulation of screws x 10. Per op notes, ¿¿ at l4-5 level¿ once a good decompression had been done, and the size was noted to be approximately a size 10, able to then progress in standard fashion with preparing of the endplates using curettes as well as rasps, and then placement of the interbody cage with bone morphogenetic protein¿ progress to the l2-3 level. Again, able to make a small incision in the lateral flank and again do an extracavitary approach to the spine¿ after the osteophyte was removed to allow this trial to sit flat. Able to evaluate the area and then place a size 10 trial, noted to be excellent. Then able to remove this, prepare the endplates and then place the correct size device. Once the size 10 implantable cage with demineralized bone matrix was placed, able to slowly remove the retractor¿ able to then make a discectomy on the right side at l5-s1. Able to then make an incision into the disk and then pituitaries, then curettes, and then serial rasps, and debride the disk completely. Once it was done, a size 8 was noted to be the correct size of the interbody spacer, and once this was found, able to place this size interbody graft with bone morphogenic protein. Once it was in excellent position, no further intervention had been done¿¿ no patient complications were reported. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.